Manufacturer narrative:
H3, h6. The devices were not returned for evaluation; therefore, devices analysis could not be performed. The clinical/medical investigation concluded that, per complaint details, a revision total knee arthroplasty was performed on 05/09/2023 due to loosening of the legion tibial baseplate. The implantation date is unknown. As of the date of this medical investigation, the requested clinical documentation has not been provided for evaluation. Therefore, there were no clinical factors found which would have contributed to the reported tibial baseplate loosening. The patient impact beyond the revision surgery could not be determined. No further clinical assessment can be rendered at this time. Devices specific identifiers were not provided. Therefore, an evaluation of the manufacturing records, complaint history review, instructions for use, risk management file and prior actions review could not be performed. At this time, we have no reason to suspect that the products failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include abnormal motion over time, bone degeneration, size selected, inadequate integration between the cement and bone/implant, osteolysis and/or traumatic injury. Based on this investigation, the need for corrective action is not indicated. Should the devices or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Complaint reference number: (B)(4).

Event description:
It was reported that, after tka surgery had been performed on an unknown date, the patient experienced a loosening of an legion total knee tibial baseplate. This adverse event was solved by a revision surgery performed on (B)(6)2023 where an legion total knee tibial baseplate and a legion total knee insert xlpe were removed. Patient was stable on the table.